Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The customer request a price quote for a loudspeaker.

Event description:
The customer requested a quote for a loudspeaker on the avalon fetal monitor. Patient involvement is unknown.

Event description:
It was reported that the customer is requesting a quote for a loudspeaker for avalon fm20 fetal monitor. There was no sound coming from the speaker and there was an inop message indicating that the speaker was defective. Patient involvement is unknown.